Manufacturer narrative:
The instrument was discarded by the facility and is not available for further investigation. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
It was reported that during a laparoscopic partial salpingectomy, the bottom jaw of the lyons dissector broke off inside the patient. Imaging was used to identify the location of the broken jaw, however after a failed attempt to retrieve the jaw, the surgeon decided it was safer for the patient to leave the jaw where it was indefinitely. The procedure was completed without further incident. The patient was informed about this incident and was then discharged the same day. The instrument was discarded by the facility and is not available for further investigation.